Event description:
It was reported that shortly after implant, the patient experienced phrenic nerve stimulation, with observed abdominal twitching, and the patient complained of discomfort. The left ventricular (lv) lead settings were adjusted. The following day, more stimulation was observed, and an x-ray indicated that the lv may have pulled back from the original placement location. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.